Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the cx and three resolute onyx des were used to treat the lad. Cec identified target vessel q-wave mi in lmca on the same day as index procedure. Sponsor safety assessed the event as not related to index device or anti-platelet medication and causally related to the procedure.